Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was over 400 mg/dl and sensor glucose was 236 mg/dl. The customer¿s blood glucose level was 215 mg/dl and 130 mg/dl. The customer reported that they had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 99 mg/dl and the sensor glucose was 251 mg/dl at the time of the incident. The sensor glucose value that triggered the suspend event was unknown and suspend on low limit in sensor settings was 80 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor. We performed continuity resistance test sensor passed per specification. Also, performed bicarbonate buffer test and sensor failed per specifications due to high readings.